Event description:
Clinical study. During a laser resection of the prostate, the laser lost power, resulting in the procedure being prolonged and eventually terminated prior to completion. Pt then had a distended, painful abdomen which required administration of morphine and ditropan for discomfort -- also IV fluids were administered.